Event description:
Dealer reported that end user stated that the left rear wheel on his (B)(4) wheelchair binds, at times, making it hard for a handler to maneuver the chair and almost impossible for the user to maneuver the chair himself.